Event description:
It was reported that during a da vinci surgical procedure, a wire on the mega suturecut needle driver instrument was identified as being broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and exhibits pulley rim and face damage. The other cables at the instrument's wrist were intact and undamaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable could cause or contribute to an adverse event, if to recur.